Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:871:000, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The reported condition of failure code 403:317:871:000 was confirmed during product evaluation. The assignable cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.